Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 120 mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had been admitted for a pump pocket infection. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was stated as the pocket incision was draining. The actions and interventions taken to resolve the issue was the healthcare provider was weaning the patient¿s baclofen and would explant the pump (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur, but was planned and was scheduled for (B)(6) 2020. The patient status was noted as alive, no injury and no further complications were reported regarding the event.